Event description:
On (B)(6) 2012, it was reported to 3m espe that a mdi s1813iob implant broke during implantation in the patient's mouth and the apical fragment was removed in an additional surgery. The incident occurred on (B)(6) 2012. The fragment was removed on the same day using a lindemann burr and a root forceps. The surgery was conducted without complications.

Manufacturer narrative:
Methods, results and conclusions: the fragments of the implant involved in this case were analyzed microscopically. The fracture planes were homogenous and there was no evidence for a material defect. An interview with the dentist indicated that the breakage of the implant likely occurred as a result of handling errors. These errors include insufficient diameter of pilot hole and applying too much force during seating the implant. 3m espe provided instructions for use which describe maximum allowable force for implant seating and requirements for the pilot hole, but it appears for this case that the dentist may not have followed the instructions provided.